Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a left ventricular lead that was not capturing. Flouroscopy confirmed that the lead had dislodged. The lead was explanted and replaced. Patient had no complications and was discharged.

Manufacturer narrative:
Type of event should have been serious injury.